Manufacturer narrative:
Section b2, b5, h1 and h6 ( clinical and impact code) were updated based on information received. The explant date and date of death is unknown.

Event description:
(B)(6) 2026 the patient expired due to sepsis. The account is not permitted to return the explanted pump to the infectious cause. There was no description of what lead to the sepsis or what may have contributed, however, the death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock and cardiomyopathy.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 68-year-old male patient presenting with cardiomyopathy in scai stage c shock on extracorporeal membrane oxygenation (ECMO) prior to initiation of support. While the patient was in the unit, the automated impella controller (aic) console had a ¿high purge pressure¿ alarm lasting for a few hours. The device functioned at p-8 at 4.2 l/min with no issues. The patient underwent full systemic anticoagulation in conjunction with extensive thrombocyte supplementation. Thrombotic events were observed with ECMO oxygenator issues. The physicians decided to change the impella purge solution with bicarbonate to glucose with 50 units/ml of heparin. The change in purge solution solved the issue. The patient¿s care team had no complaints regarding the function or performance of the impella device, indicating it was procedure and patient related. The post-procedure outcome is unknown. Thrombosis can occur due to inadequate anticoagulation and is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
No product return. Data logs: constellation: no / sf: no. Thrombosis/sepsis: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.